Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned from a funeral home three years after the patient expired. No allegations were received against this device while it was implanted.

Manufacturer narrative:
The device was received in factory fallback mode, with the header separated from the case. Factory fallback mode was determined to be caused by the explanted device undergoing a power on reset (por) when no leads were attached. The por occurred within seconds of a new episode and therapy charge, due to the inappropriate switching of power supplies caused by an open circuit battery test during therapy charge. It was noted that the header of the device had been torn off the device case post-explant. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust.